Event description:
It was reported that during the implant procedure, under which the patient was sedated with general anesthesia, of the spinal cord stimulator (scs) system, the lead extension could not be disconnected. The physician cut the silicon and removed the screw block, and was still unable to disconnect the lead extension, indicating that the screw block was too tight. The physician decided to abort the procedure.

Manufacturer narrative:
The lead extension was returned and visual inspection of the lead extension revealed that the connector block was separated from connector. The set screw was received loose from the connector block. The lead extension tail was cut from the lead extension connector, and it wasn't returned. The connector silicon also has multiple cuts. The borescope inspection of the lead extension connector and its connector block revealed no anomalies. A known good lead was inserted and removed from the connector block and lead extension connector without any difficulty. The set screw was tightened on the known good lead and it was removed without any anomalies. A labeling review was performed on the device instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are not able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint and the conclusion is cause not established.

Event description:
It was reported that during the implant procedure to implant the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system, under which the patient was sedated with general anesthesia, the lead extension could not be disconnected from the lead. The physician cut the silicon and removed the screw block, and was still unable to disconnect the lead extension from the lead, based on his assumption indicating that the screw block was too tight. The lead extension was ultimately removed and the procedure completed, leaving the lead implanted. The patient is receiving adequate pain relief.